Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 1mm proximal of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at multiple locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A 10/4.00 flextome cutting balloon was selected for use. Resistance was encountered during insertion. During the procedure on the third inflation for 3 seconds, it was noted that the balloon ruptured at 5 atmospheres. The device was completely removed from the patient's body. The procedure was completed with a non bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery (rca). A 10/4.00 flextome¿ cutting balloon¿ was selected for use. Resistance was encountered during insertion. During the procedure on the third inflation for 3 seconds, it was noted that the balloon ruptured at 5 atmospheres. The device was completely removed from the patient's body. The procedure was completed with a non bsc balloon catheter. No patient complications were reported.